Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 4 months. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of weakness, fatigue and dark stools for the past 3-4 days. Hemoglobin and hematocrit (h&h) was 6.6 g/dl and 22.2 g/dl. Patient was transfused 1 unit packed red blood cells (prbcs) on (B)(6) 2019. He was also started on protonix infusion and aspirin, coumadin and persantine were placed on hold. Patient had another unit of prbcs transfused on (B)(6) 2019. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019 that was negative for bleeding. On (B)(6) 2019, patient had a video capsule endoscopy that showed 1-3 non bleeding arteriovenous malformations (avms). Patient began to improve and stools returned to normal. H&h remained stable. Patient was transitioned to oral protonix and aspirin and coumadin were restarted. Patient was discharged to home on (B)(6) 2019 with an h&h of 7.7 g/dl and 25.4 g/dl. Persantine was not continued.